Manufacturer narrative:
(B)(4).

Event description:
Reported by the complainant as follows. The feeding tube is leaky. This case is deemed to be a serious malfunction because a leaking feeding tube would not deliver the prescribed nutritional requirements to the pt and would require replacement, necessitating re-intubation. Nasally re-intubating a neonate, exposes the pt to the risk for serious procedural complications like perforation. Also, pts may require repeated x-rays to confirm the tube placement.